Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from back to back blood test of 221, 209 and 161 mg/dl. The customer's expected fasting blood glucose test result range is 85-150 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is at school. Unable to verify if he is symptomatic. Customer's mother was trained on proper back to back testing technique. Result from control solution is within normal range.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from back to back blood test of 221, 209 and 161 mg/dl. The customer's expected fasting blood glucose test result range is 85-150 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is at school. Unable to verify if he is symptomatic. Customer's mother was trained on proper back to back testing technique. Result from control solution is within normal range.